Event description:
The customer reported that the system had a power surge due to a storm and then would not boot up. No patient injury was reported, however, the case was not completed.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system files were rebuilt. The system was tested and found to be working as intended and put back into service.